Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-00357 for the other associated device information. It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with histological diagnosis procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the wire inside the plastic sheath kinked and broke before the brush extended out of the sheath making the handle inoperable. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Analysis of the returned rx cytology brush revealed the wire had broken. The catheter and pull wire had been bent at multiple locations. The bristled portion of the brush had been cut off. Functional evaluation found that the handle thumb ring could be moved in both directions but the wire did not move, indicating the wire had broken inside the handle. The device was disassembled and assessment found the pull wire had been bent and broken off at the distal end of the handle hypotube. Most likely the catheter was kinked and bent due to some aspect of tortuous anatomy or other operational aspect of the procedure. Therefore, the most probable root cause for this event is determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-00357 for the other associated device information. It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with histological diagnosis procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the wire inside the plastic sheath kinked and broke before the brush extended out of the sheath making the handle inoperable. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.